Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was conducted for the identified serial number of the hysteroscope. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
It was reported a physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2016 and during the scope insertion the "physician perforated through the cervix" and the fluid deficit immediately rose to 230cc. No intervention was required. The physician performed a cystoscopy and the bladder was intact. The procedure was aborted and the patient was "discharged home with no problems".